Event description:
Allegedly the fracture of the neck occurred while the pt was walking. He fell down and was taken to the hospital. He had an x-ray where the fracture appeared. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).